Manufacturer narrative:
To date, information suggests that this medical device remains actively in service. As no further information concerning this report is expected, investigation is complete. This report will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator did not convert the patient's rhythm acceleration that had occurred during defibrillation threshold testing at implant. The patient was put into ventricular fibrillation and was cardioverted with 17 joules, at which point the patient went into atrial flutter. Next the patient was externally cardioverted with 70 joules at which time normal sinus rhytm did return. There were no other adverse patient effects reported.